Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient started to get shocks or zaps from stimulation and it startled the patient and hurt. The symptoms were reported to be sudden in onset. It was confirmed that the therapy was on. The patient had some falls that could be related to the issue, and had times where they had leaned forward in a long stretch. It was noted the issue was not related to positional movements. The patient had an appointment with their doctor on (B)(6) 2017. No further complications were reported/anticipated.